Manufacturer narrative:
The flow rate test was performed on z-800wf infusion pump, serial number (B)(6) by running the flow rate protocol in the above section, the issue was not confirmed the pump passes with a 125.97 flowrate accuracy and a deviation of 0.13. The pump was operating within specifications.

Event description:
A nurse reported that a pump was infusing faster than the machine was programmed for. Medication and infusion paramters are unknown.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.